Event description:
It was reported that the patient died. In (B)(6)2019 , the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery with (B)(4) stenosis and was 12 mm long, with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of 3.00 x 16 mm promus premier stent. Following this, post-dilatation was performed with (B)(4) residual stenosis. However, nine days later, the subject expired. It was further reported that on the same day post index procedure, the subject was noted with diagnosed with cardiogenic shock. No action was taken to treat the event. The primary cause of death was cardiogenic shock. It is unknown if an autopsy was performed. It was further reported that before the patient died intra-aortic balloon pump was performed to treat the event. At the time of reporting the event was considered not recovered and not resolved. Subsequently, nine days post index procedure the subject died due to cardiogenic shock. Furthermore, it was reported that the physician considered the death as not related to the device.

Event description:
It was reported that the patient died. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery with 100% stenosis and was 12 mm long, with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of 3.00 x 16 mm promus premier stent. Following this, post-dilatation was performed with 10% residual stenosis. However, nine days later, the subject expired. It was further reported that on the same day post index procedure, the subject was noted with diagnosed with cardiogenic shock. No action was taken to treat the event. The primary cause of death was cardiogenic shock. It is unknown if an autopsy was performed. It was further reported that before the patient died intra-aortic balloon pump was performed to treat the event. At the time of reporting the event was considered not recovered and not resolved. Subsequently, nine days post index procedure the subject died due to cardiogenic shock. Furthermore, it was reported that the physician considered the death as not related to the device. It was further reported that the event was treated medically and balloon dilatation was performed the same day as the index procedure. Nine days later, the subject was discharged on aspirin and clopidogrel, however, the same day, the subject died.

Event description:
It was reported that the patient died. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery with 100% stenosis and was 12 mm long, with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of 3.00 x 16 mm promus premier stent. Following this, post-dilatation was performed with 10% residual stenosis. However, nine days later, the subject expired. It was further reported that on the same day post index procedure, the subject was noted with diagnosed with cardiogenic shock. No action was taken to treat the event. The primary cause of death was cardiogenic shock. It is unknown if an autopsy was performed.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the patient died. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending (lad) artery with 100% stenosis and was 12 mm long, with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of 3.00 x 16 mm promus premier stent. Following this, post-dilatation was performed with 10% residual stenosis. However, nine days later, the subject expired.